Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinically observed error message was reproduced. Memory review confirmed that the device underwent a reset due to memory corruption which resulted in the observed error message. Following the reset, the device reverted to a safety mode with limited programmability. The device case was removed to facilitate inspection and testing of the inner components. Visual analysis confirmed there were no anomalies in the circuit. A battery test was completed and the voltage did not fluctuate which is an indication of appropriate function. An external power source was then applied and the measured amperage indicated normal battery hybrid functionality. Device memory could not be accessed as the memory had been corrupted. Detailed testing concluded that this device hardware functioned appropriately and that a form of software corruption had occurred. However, the root cause of the corruption could not be identified.

Event description:
It was reported that this pacemaker was found to have been in a safety mode status. Technical services (ts) recommended device replacement. This device was explanted and replaced. This device was subsequently returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to have been in a safety mode status. Technical services (ts) recommended device replacement. This device was explanted and replaced. This device was subsequently returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to have been in a safety mode status. Technical services (ts) recommended device replacement. This device currently remains in service. No adverse patient effects were reported.